Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right popliteal artery using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, while using the sep8 with the cat8, the physician observed under fluoroscopy that the wire distal to the bulb of the sep8 had become stretched. While retracting the sep8, the wire distal to the bulb of the sep8 fractured within the cat8. The sep8 wire was then aspirated out of the patient using the cat8. The procedure was completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned indigo system separator 8 (sep8) confirmed that the separator wire distal to the bulb was fractured. If the device is repeatedly manipulated against resistance during use, the core wire and wrapping wire may fracture. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks on the proximal end of the pusher wire. This damage is incidental. Based on the location of the damage, this may have occurred during manipulation against resistance. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.